Event description:
A hospital in (B)(6) reported the following via a distributor involving a bc2425 neonatal oxygen therapy nasal cannula: "the bc2425-20 nasal cannulas tend to role in the nares no matter where or how we secure them to the patient's face. This action has been causing breakdown in the nares and the added pressure to the septum area has caused some problems where we have to be very careful to not get the cannulas against the septum as they wear on the septum."

Manufacturer narrative:
(B)(6). Background on the bc2425-20 neonatal oxygen therapy nasal cannula. The bc2425-20 oxygen prongs are widely used for the delivery of high flow therapy to neonatal patients. This therapy is gaining popularity as an alternative to more invasive therapies. Obviously the size and delicate condition of neonatal patients makes the provision of this therapy challenging. In particular the clinician must position the prongs in the nares in a way that ensures delivery of the therapy but minimises damage to the septum and other delicate areas of the nose. This requires the tubing leading to the prongs to be anchored in some way, usually using specially designed tapes which adhere the tubing to the face. Even when best practice is employed, skin damage is a common side effect of such treatment. There is also a low risk of the gas flow being occluded if the prongs are not positioned correctly. Furthermore, there are inherent trade-offs in the design of the tubing and prongs. In particular, the tubing must be stiff enough so that the risk of occlusion through kinking is minimised while being as pliant as possible to assist with positioning. Manufacturer narrative: the complaint bc2425 neonatal oxygen therapy nasal cannula was not returned to fph for investigation. Our analysis is accordingly based on the event description and further information provided by the hospital. A hospital in (B)(6) reported that the nasal prongs on the bc2425-20 neonatal oxygen therapy nasal cannula "tends to role in the nares", causing septal breakdown. No further information was received regarding the patient current status. Fisher & paykel healthcare recognises that correct cannula size selection, correct prong placement and fit and careful patient monitoring are vital in ensuring the patient receives the benefits of nasal therapy while minimizing the potential for occlusion, skin irritation or septal injury. The device user instructions state the following: select the correct size nasal cannula, the nasal prong outer diameter should be approximately half the diameter of the infant's nares. Place the nasal cannula in the nares ensuring that there is at least a 2 mm (0.08 inches) gap from the septum. Ensure that the nasal prongs are positioned at least 2mm (0.08 inches) from the septum to avoid pressure necrosis. Re-adjust as necessary. Place hand close to the nasal prongs to ensure that there is airflow exiting the prongs. Fisher & paykel healthcare is continually working with clinicians and our supplier to improve the delivery of high flow nasal therapy to neonatal patients and to further reduce the risks associated with this therapy.